Event description:
Additional information reported that the product fault occurred while in use with the patient on (B)(6) 2024. There was a delay in infusion therapy; probably not harmful, but not quite clear. The patient's therapy was delayed, and the pump was swapped out. No harm reported.

Manufacturer narrative:
B5: additional information reported that the product fault occurred while in use with the patient on (B)(6) 2024. There was a delay in infusion therapy; probably not harmful, but not quite clear. The patient's therapy was delayed, and the pump was swapped out. No harm reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found many high alarm displayed: upstream occlusion. Functional testing did not duplicate the reported issue. The investigation determined that the upstream occlusion (uso) sensor is intermittently failing. The uso sensor was replaced.

Event description:
It was reported that the pump is not working properly. There was unknown patient involvement. Analysis of the device identified a faulty upstream occlusion sensor.